Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had an asr xl revision; the reason for revision was not provided. Ad may 07, 2018: follow up information received. As per sales rep: the reason for the revision was elevated combatting and chromium levels.  Doi: unknown; dor: (B)(6) 2018; left hip.